Event description:
We were validating our 3m 1291 rapid readout biological attests and set a sterilizer cycle for 1:00 minute sterilize time, we intended to demonstrate product failure. After incubation of the biological, the product didn't fail, it passed. This is a problem because we rely on our biological monitoring to ensure our sterilizers are operating appropriately. This also ensures sterility of instruments and implants sterilized in those sterilizer loads being monitored. Dates of use: 1988 - 2009. Diagnosis: sterility assurance/sterilizer monitoring.